Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the atrial lead exhibited a high capture threshold. The patient stated he was involved in a motor vehicle accident. The atrial lead was in the lower atrium on fluoroscopy. The atrial lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.